Event description:
It was reported that; during surgery, the surgeon inserted the screws. The surgeon bent the rod using the bender. When the surgeon bending the rod, rod broke. Therefore the surgeon changed the rod to brand-new rod.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed visually to be fractured. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is the presence of voids on the laser mark, which were positioned on the tensile side of the rod bend.

Event description:
It was reported that; during surgery, the surgeon inserted the screws. The surgeon bent the rod using the bender. When the surgeon bending the rod, rod broke. Therefore the surgeon changed the rod to brand-new rod.